Event description:
It was reported the patient was burned on his left arm and on the back. The patient was on her stomach. The equipment was used at 44c during intervention (duration not available). As soon the equipment was overtemperature, the team immediately stopped the equipment. No medical or surgical intervention was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for evaluation. Visual and functional testing were performed. No issues found with the hose or device. Functional testing found the device and hose performed as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. No product information has been provided to date.